Event description:
Reference importer # (B)(4).

Manufacturer narrative:
Nurse stated that she did not admit the telemetry 11 patient to the system. Review of system logs confirms that the patient was not admitted to the system.